Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter. It should be noted, the readings complaint was not confirmed. All results were within range specification and no errors were observed.

Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. Customer reported experiencing symptoms of tremor and perspiring profusely, as a result of taking insulin based upon the readings obtained. There was no report of death or serious injury or mistreatment associated with this event.